Event description:
It was reported that the patient experienced a shocking or jolting sensation when the patient had adaptivestim enabled. The patient was previously programmed at 3.8v for upright, and upright and mobile. The patient lowered this setting, so that while he was upright the device learned a new voltage of 2.5v which he liked much more. However, when the patient went into mobile mode, it was still at the old voltage of 3.8v and patient felt a shock or overstimulation due to the higher than desired voltage. The patient needed to reset the device to 2.5v for when he was upright and mobile. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer. (B)(4).